Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported inconsistency in vacuum during multiple procedures. Technical services was contacted and the issue was phone fixed. The procedures were completed. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative contacted the customer and addressed the reported event. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).